Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. There was no device malfunction reported. The cause of the no reflow could not be determined based on the information available. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
A shockwave c2+ coronary intravascular lithotripsy (ivl) catheter was used to treat a lesion in the left anterior descending artery (lad). After 90 pulses were delivered, the catheter was removed and there was no flow in the lad. When her vessel had no reflow, her heart rate slowed, and her blood pressure was very low. They put her on an intravenous drip to bring up her pressure as well as the balloon pump and integrillin. After a stent was placed and ballooning, the blood flow came back to the lad. The balloon pump stayed in, and the patient went to the ICU. The patient was then discharged home and is doing well.